Event description:
It was reported that the patient had wound healing problems. Two weeks after the implant surgery, the wound had to be stitched again and by then necrosis had set in. The implant migrated out of the head.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.